Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filled.

Event description:
On (B)(6), 2011, the pt contacted animas alleging that the pump was self-rebooting. Due to the alleged issue, the pt claimed that his blood glucose (bg) levels were consistently running high (400-500 mg/dl). The pt also claimed that he had positive ketones and pain in her arms and legs. The pt indicated the pump would display the verification screen followed by a loss of prime warning multiple times daily. The battery cap appeared to be secure and intact with no o-ring visible. The pt denied that the pump had any cracks or the pump threads were damaged. No unexpected alarms were observed in the pump history. The pt denied that the pump was exposed to moisture or any trauma. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom which can be associated with severe hyperglycemia as a result of the pump self-rebooting.